Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope had foreign material in the distal end, in the nozzle, and in the forceps elevator. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the findings do not lead to a clear conclusion about the cause of the reported event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.